Event description:
It was reported that there was far field r-wave oversensing on the right atrial lead. Programming changes were made, but the oversensing was noted to be an ongoing issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m-55 lead, implanted: (B)(6) 2012; d314trm ICD, implanted: (B)(6) 2012. (B)(4).